Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 51mm diameter abdominal aortic aneurysm. It was reported that during a routine follow up approximatley 6 years post implant, a CT scan highlighted a type ia endoleak. Per the physician, the cause of the event is anatomy related due to severe angulation. No additional clinical sequelae were reported and the patient will be monitored.